Event description:
During the index procedure an abre stent was used to treat the patient. Post procedure patient suffered peripheral edema. The patient reported bilateral hand and foot swelling that progressively worsens throughout the day. Patient reported that the swelling improved overnight. The patient was prescribed a tactile lymphedema pump. Patients dose of hydrochlorothiazide was increased by primary care physician. Patient has not recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.